Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the patient underwent treatment of a 6 cm saccular aneurysm of the aortic arch. Prior to the implant procedure a right common carotid artery to left common carotid artery to left subclavian artery bypass was performed with planned coverage of the left common carotid and left subclavian arteries. It was reported a conformable gore® tag® thoracic endoprosthesis was to be positioned with the partially uncovered stents just distal to the ostium of the brachiocephalic artery. The device was advanced through a reportedly angulated arch to the level of the brachiocephalic ostium and deployed. It was reported that the diameter of the aorta neck measured 34-35mm at the ostium of the brachiocephalic and was noted to be calcified. Intra-operative imaging revealed that the device had moved >5mm more proximal than intended and partially covered the 13mm brachiocephalic ostium. Good perfusion of the brachiocephalic artery was noted, however, the physician elected to use an occlusion balloon in an attempt to move the device more distal and insure adequate proximal seal of the device. The balloon was reportedly positioned completely within the device and the proximal end of the device was ballooned. After the device was ballooned twice intra-operative imaging identified a dissection of the brachiocephalic artery and a retrograde dissection extending proximally toward the coronary arteries and aortic root. An I-cast stent was implanted within the brachiocephalic artery and an additional conformable gore® tag® thoracic endoprosthesis was implanted to repair the brachiocephalic artery dissection. Angiography imaging showed repair of the brachiocephalic artery dissection. An additional I-cast stent was implanted more proximal with extension towards the aortic root. Final angiography imaging showed full patency of the brachiocephalic artery and resolution of the retrograde dissection. It was reported that during withdrawal of the 24 fr gore® dryseal sheath, resistance was reported. Reportedly, as the sheath was withdrawn, the left iliac artery, measuring 8mm in diameter, ruptured and the patient¿s blood pressure dropped. Two gore® viabahn® endoprostheses were implanted into the left iliac artery and the rupture was successfully repaired. Reportedly, there was minimal blood loss and an intra-operative transfusion was not required. The patient tolerated the procedure, however it was reported during recovery the patient was noted to have weakness of the left arm. It was reported the weakness is believed to be caused by subclavian steal syndrome from coverage of the left subclavian artery. Reportedly, the patient is receiving anti-coagulation treatment and it is unknown if the patient¿s symptoms of left arm weakness have resolved.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.